Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Visual inspection observed that though the braiding was intact, the shaft was broken 6.5cm from the hub. It was also noted that the straight connector end of spiral hoop was still attached to the strain relief of the catheter. No damage was noted at the tip of the catheter. A coating confirmation test noted presence of coating and coating damage along the coated length. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a tip detachment occurred. A 135/10 renegade hi-flo kit was used. Upon unpacking, the physician noticed that the tip of the catheter was detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Event description:
It was reported that a tip detachment occurred. A 135/10 renegade¿ hi-flo¿ kit was used. Upon unpacking, the physician noticed that the tip of the catheter was detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.